Manufacturer narrative:
Corrected data: it was originally reported that the suspect device was a detachatip mini metz catalog number 1-4304. The item returned by the end-user for evaluation was a detachatip ii mini metz catalog number 2-4304. Manufacturer narrative: one device was returned to conmed by the end-user facility for evaluation. As noted above in corrected data section, the returned item is a detachatip ii and not a detachatip I scissor as originally reported. DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. All devices released in this lot passed 100% final inspection criteria, including visual inspection for voids, bubbles, frayed edges, cuts, marks or bulges in the heat shrink insulation as well as hipot test for dielectric strength and electrical continuity test. There were no ncr, non-conforming reports, in the DHR record. To mitigate the risk associated with this failure mode, all devices released in a lot must pass 100% inspection criteria. A 24-month review of the customer complaint history for all detachatip and detachatip ii product families showed 13 previous similar complaints. Of these, two (2) were for "insulation degradation" (FDA code 1320) and eleven (11) for "insulation failure" (FDA code 1323). Two (2) of these complaints were unconfirmed (one product not returned to manufacturer and one device that failed insulation testing yet passed insulation testing done by conmed engineering personnel). The other eleven (11) complaints were all determined user related with insulation damage from normal use or from cleaning and handling of the instruments. No manufacturer or device defects were noted in all eleven (11) incidents. (B)(4). With the returned device initial visual examination showed obvious insulation damage on the instruments shaft. There were nine (9) circular burn holes (i.e., breaches in the insulation approximately 1mm diameter) located between 2-1/2 and 4-1/2 inches from the tip of the blades. There were also deep abrasions in the insulation between 10 and 12 inches from the tip of the blades and several minor abrasion on the insulation along the entire length of the shaft. The device appeared to have sustained external damage to the heat shrink insulation. The insulation itself did not appear defective. The cause of this complaint is a breach in the shaft insulation which compromised its effectiveness. The root cause of the insulation breach is user related and most likely damage caused by contact with the trocar cannula, or contact with other surgical instruments. Current detachatip ii dfu, directions for use, mitigate the associated risks by stating, "inspect the shaft insulation and luer lock port for dents, breaks, or damage before and after each use. If insulation is nicked or damaged, do not use. Failure of observe this warning with every use may result in injury or electrical shock to the patient or operating room personnel when the instrument is used with an electrosurgical unit." The dfu also states, "the useful life span of a surgical instrument is largely dependent on the care and handling of the instrument. Final determination of the device lifetime is at the discretion of the operator. For optimal product life, protect the detachatip instruments from contact with other instruments during decontamination and resterilization." Manufacturing defects were not identified with this evaluation; therefore, no corrective action is recommended at this time. Conmed corporation is considering this complaint closed. (B)(4)

Manufacturer narrative:
Conmed is not yet in receipt of the suspect device from the end-user. Upon receipt of device a quality engineering evaluation will be conducted. A supplemental medwatch report will be filed on completion of the quality engineering evaluation. Device not yet in receipt of manufacture.

Event description:
It was reported, "dr (B)(6) was performing a laparoscopic colectomy. It was on an obese patient. He was using the conmed 1-4304 d-tip long scissor. He had the tip of the scissor in the operative field under complete visualization. The shaft of the scissor had touched the patient's bowel burning it in several spots. The surgeon had to put stitches in the bowel that was burned. (B)(6), stated that she had performed an insulation test the day before on that scissor. The scissor passed inspection, showing no leakage in the insulation of the scissor. (B)(6) spoke to the surgical tech that attended the case and he stated that he also inspected the scissor before handing it off to dr (B)(6) and it looked fine."